Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed and reproduced during evaluation at power-up. The cause was found to be an unsecured backflex which was not secured perpendicular to the appropriate connector on the input/output printed circuit board. The back flex was secured properly with the audio functioning as expected. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, it had no audio output. There was no patient involvement.